Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she unplugs the needle from the tubing sometimes during the night. Customer stated that this morning it was saying that it was giving her a bolus but her blood glucose was too high. Customer did not insert a new infusion set last night. Customer reported that the set is due to be changed today. Customer reported that the infusion set had become detached at the quick release and not at the tubing. Customer's blood glucose was 330 mg/dl this morning but now it is 557 mg/dl. Customer declined troubleshooting at this time. Customer is changing out the set today and will check to see if her blood glucose goes down. Customer checked and her blood glucose was 584 mg/dl after she changed her set. Customer was advised to check her blood glucose again in 10-15 minutes and to contact her health care professional to let them know that her blood glucose was not going down.